Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and lost lumbar laminectomy syndrome. It was reported that since 4-5 days ago the patient's device was off/disabled and no longer providing therapy. It was stated that the device was not working and the patient saw the end of service (eos) message on the patient programmer. The patient alleged a problem with the longevity. It was stated they only had the device implanted in 2012 and they thought it lasted 8 years. It was reviewed that the patient was implanted with a non-rechargeable device and longevity is based on usage and settings, though rechargeable devices typically last 9 years with regular recharging. The patient was going to follow up with their health care provider to discuss replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.